Manufacturer narrative:
(B)(4). Concomitant medical products- 00801803203 name: femoral head sterile product do not resterilize 12/14 taper lot: 61855278, 00620005422 name: shell porous with cluster holes 54 mm o.d. Lot: 61842614 00625006535 name: bone scr 6.5x35 self-tap lot: 61844752, 00223200228 name: cerclage cable with crimp 1.8 mm dia. Cable 36 in. (910 mm) length lot: 61821667, 00630505032 name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 61821356. Reported event was confirmed due to photographs and medical op notes received. Photos received confirm the presence of black debris on the head and neck taper. The photograph of the liner shows that it is fractured likely due to removal. No further evaluation possible using the photos provided. Device history record (DHR)was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports:0002648920-2018-00259.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to unknown reasons. Subsequently, it was reported that a patient underwent a revision procedure due to pain, restricted mobility, and adverse local tissue reaction, with debridement and exchange of the femoral head and liner. During the revision procedure, it was noted that there was some corrosion present inside the head and staining of the neck. A thin layer of reactive tissue was also discovered inside the acetabular shell. Attempts have been made and no further information is available at this time.